Event description:
Device 1 of 2 : reference MFR. Report#3006705815-2018-02132 . Follow-up identified surgical intervention was undertaken wherein both leads were explanted and replaced with new models which resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-02132. It was reported the patient lost therapy several months ago. Reportedly, x-rays were obtained wherein results confirmed migration of both leads. Surgical intervention may be undertaken as the next course of action.